Event description:
Patient came to cath lab for a diagnostic left heart catheterization. Procedure completed without complication. Post procedure, vascular sealing device to the right femoral artery puncture site was attempted x2 -perclose device - unsuccessfully. Physician requested the angio-seal device, which was deployed successfully. Patient transferred to cath lab recovery for recovery and discharge. Patient discharged without incident. Approximately one hour later patient's husband called to report patient complaining of right leg pain and decreased cns signs. Patient returned to hospital for angio to right leg and found 100% blockage to right femoral artery. Attempt to cross lesion with wire was unsuccessful. Surgery was scheduled for emergency right femoral artery exploration, thrombectomy of the common femoral superficial femoral and profunda femoral artery, patch angioplasty of the common femoral artery. There was evidence of injury to the proximal superficial femoral artery where the closure device stitch entered just past the bifurcation with an obvious occlusion. The common femoral artery was blue and discolored, and there was some transmitted pulse more proximally, but it was filled with blue clot. There were multiple collaterals off of the common femoral, which also were clotted off. There was obviously injury and trauma to the back wall of the artery secondary to the closure device. It was filled with what appeared to be a collagen-like substance from closure device. Status post repair, patient was stable without further device complications.